Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak on a minicap transfer set. The leak was found on the white main body of the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.